Event description:
The customer contacted stryker to report that their device was not powering on. Upon evaluation, stryker observed that the device was not powering on with ac only. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker replaced the device's power module to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing.

Manufacturer narrative:
Corrected data: section h11, additional mfg narrative of the initial medwatch report indicates: "stryker evaluated the customer's device and duplicated the reported issue. Stryker replaced the device's power module to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing." Section h11, additional mfg narrative of the initial medwatch report should indicate: "stryker evaluated the customer's device and duplicated the reported issue. The device only powers on using dc powerstryker determined that the device's power module needed to be replaced to resolve the reported issue. Stryker provided the customer with a repair quote." Additional manufacturer narrative: the cause of the reported issue was determined to be a faulty power module. Stryker provided the customer with a repair quote, but, after multiple attempts, no response has been received from the customer. The device remains archived with stryker. No additional information will be forthcoming at this time. If new information becomes available after the repairs have been completed, the investigation will be reopened.

Event description:
The customer contacted stryker to report that their device was not powering on. Upon evaluation, stryker observed that the device was not powering on with ac only. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.